Event description:
Twenty minutes after insertion, pt began to experience clonic seizures. Within the next few hours developed paralysis and neuroleptic alignant syndrome. The medtronic pump was tapped and found to be empty. The assumption is that the pump malfunctioned and dispensed 60 days worth of dilaudid in a few minutes.